Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 1. Just after deployment, the patient experienced severe hypotension (systolic-56). The patient was treated with medication and stabilized. A clinically significant delay was noted due to the hypotension. The clip was confirmed to be stable on both leaflets. There was no leaflet damage noted. A few hours later, the patient did not overcome the hypotension and died due to cardiogenic shock. Reportedly, very depressed left ventricular function and pre-existing low left ventricular ejection fraction (23%) contributed to the death. In the physician's opinion, the clip implantation could have led to a collapse of the ventricle but the patient's clinical condition justified the intervention. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. The reported patient effects of death, hypotension and shock, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This incident was further reviewed by an abbott vascular medical affairs director who concluded that the death was most likely due to the pre-existing patient condition and unrelated to an issue with the device. In this case, the clip was successfully deployed and the mitral regurgitation (mr) grade was reduced. Based on the information reviewed, the reported death appears to be related to the hypotension and subsequent cardiogenic shock. The depressed left ventricular function contributed to the hypotension and subsequent cardiogenic shock. There is no indication of a product quality issue with respect to manufacture, design or labeling.